Event description:
Reporter stated that chair and operator were in a van with a tie down system. Van was involved in an accident which caused the positioning belt to break free allowing operator to fall out of chair. Received minor bumps and bruises.